Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A site representative reported that, while in a spinal fusion, the tip of the drive broke off during the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Procedure delay information received. Correction: UDI number field has been updated with the correct information.

Event description:
There was a reported delay to the procedure of 1-2 minutes as a result of this issue as the site switched the driver.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver had been broken off. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.